Event description:
A customer reported to baxter (B)(4) of an eva bag that presented leakage during filling. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4).a sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. The sample was cut by the customer to empty the solution; therefore, it was not possible to perform the leak test filling the bag with air to identify the leak location. The reported condition was not confirmed. A batch review was performed on the reported lot with no deviations found. This issue has been escalated to CAPA.